Event description:
The pt underwent implantation of a itrel neurostimulation system in 1992. The pt's attorney contacted the MFR alleging "in 1999, plaintiff...unknowningly walked into 3m's anti-theft library detection system installed at the entrance of the library resulting in pt's itrel system sending an unsafe and dangerous over-stimulation of electrical current throughout pt's spine, body, and nervous system and which caused pt to fall to the ground suffering permanent neurological mental and bodily injuries." Plaintiff's injuries included, but are not limited to, the following: herniation of pt's discs in pt's spine, fracture of pt's spinal fusion, bladder incontinence, nerve damage throughout the spinal region, all of which required pt to undergo a laminectomy and physical therapy; post-traumatic stress syndrome and psychological sequella which required psychological and psychiatric counseling; and sustained other forms of injury and damage to pt's muscles, cells, tissues, organs, nerves, and bodily functions, as well as great physical pain, mental anguish, emotional and psychological distress as well as embarrassment and humiliation."